Event description:
It was reported that pump displayed malfunction alarm code 15 that recurred even after being reset, with no notable events occurring before the malfunction and no information provided about impact to the customer¿s blood glucose level. No additional information was received regarding the outcome of the event. Customer planned to use multiple daily injections as backup therapy, was instructed to place pump in storage mode and return it using a prepaid label, and was informed that replacement pump would be provided and would require reprogramming of settings and reconnection to continuous glucose monitor, which customer understood and acknowledged.